Event description:
It was reported that it was unknown if high impedances were observed at the day of surgery. Patient was seen for a reprogramming for increased pain. Connectivity and impedances were checked with electrodes 11 and 15 reading not connected and 4 reading 29590, 10 reading 29650, 11 reading 29850, 14 reading 29750 and electrode 15 reading 29800. Patient reported that he knew that his "contacts were out of range" prior to our reprogramming appointment. He was reprogrammed around the electrodes in order to provide pain pattern coverage.- it was reported that they were having issues with their settings again. Patient stated that the device was stating that the settings are not available, cannot provide your desired intensity settings. Patient mentioned that this was something that happened quite frequently, probably 6 or 7 times throughout the course of the time they had the device. The last time it happened was about 6 to 7 months ago. Patient stated that the message will randomly appear and they were not trying to adjust or increase their settings. Agent asked the patient if they had tried switching between their groups and patient confirmed that they had been on group a and that was where they were getting the message, so they switched to group c and group c seemed to be working fine. Patient reported that they had met with reps in the past regarding the issue. Agent offered and sent an email to the field on behalf of the patient. Patient was looking to set up an appointment to have the message cleared and their programs and settings looked at. The rep stated they would call the patient. On (B)(6)2024, they reported high impedances not on the day of surgery. Contacts 2,3,4 had impedance of 40000 and contacts 10,11,12,14,15 had impedances on 28000. They checked different references while checking impedances. Also when doing a co nnectivity check there were contacts out there too. The cause was unknown. However, the patient also reported that they fell a year and a half ago, and they had been having troubles with oor since then. They had a return of pain. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID': 977a260, serial# (B)(6), implanted: (B)(6) 2020, product type: lead product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2020, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported they reprogrammed around the high impedance electrodes. Rep noted they don't think the issue is resolved, but neither the patient nor the clinic has reached out to anyone on the team regarding this patient. Rep reported the clinic staff were updated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt) stating they saw "settings not available" error message on the controller yesterday while using it, noting that no attempt was made to increase stimulation when the message appeared. Pt switched from group a to group c, and the message did not appear on group c. Pt mentioned experiencing this message previously, after which the manufacturer representative (rep) reprogrammed their implantable neurostimulator (ins). Agent redirected pt to the rep and confirmed that the reps named by pt remain active.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported the cause of high impedances was unknown.

Event description:
Additional information was received from the manufacturer representative (rep). Met with patient as he was getting "therapy settings unavailable" message on patient remote and could tell stimulation was not on. Checked device connections. Poor/bad connection on electrodes 3, 4, 7, 10, 11, 12, and 15. High impedances as follows: 2: 27700, 3: 27700, 4: 27540, 6: 26820, 7: 27490, 9: 27800, 10: 27800, 11: 27900, 12: 27490, 14: 27800, 15: 27900. Able to provide stimulation using electrodes that show wnl. Patient was able to adjust intensity with remote.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2020, product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2020, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep indicated that the patient was getting the settings not available message. They were able to meet with the patient to bypass the message. It was noted that if the message comes up again or feels like he needs more coverage, he would like a revision.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.